Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no autocheck failures were observed at the time of the event. The initial results for total bilirubin_2 and direct bilirubin_2 were low by a similar percentage, suggesting the sample dilution was impacted for the initial run of the sample due to lack of proper sample aspiration. A siemens customer service engineer (cse) was dispatched to the customer site. The cse raised the reaction plate of the atellica ch 930 analyzer slightly and aligned the modules on the reaction platform. The probable cause of the discordant results is a sample specific issue, most likely due to poor sample quality and the presence of gel, fibrin, microclots, and/or cellular debris including red cells, white cells, and platelets impacting sample aspiration for the initial sample predilution. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin_2 (tbil_2) result and a discordant, falsely low direct bilirubin_2 (dbil_2) result were obtained on a patient sample on an atellica ch 930 analyzer. The discordant results were reported to the physician, who questioned the results. The sample was repeated for tbil_2 and dbil_2 on the same instrument, both recovering higher. The repeat results were reported, as the correct results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil_2 and dbil_2 results.